Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a patient with implanted hermetic lumbar catheter, closed tip (ins5010) had pain in the back. The pain was diffused through to the buttocks. The patient had to take analgesic drugs and had difficulty walking. An MRI exam was performed, and atypical hematic sediment reflecting epidural bleeding was found. As a result, preventive anticoagulation was stopped, aspegic was suspended during 72hours, and then there was reintroduction of aspegic alone. Conclusion of the MRI indicates "a possible sloping hematic sediment considering the preventive drainage of the cerebrospinal liquid of a possible spinal cord ischemia during the recent installation of the endoprosthesis.¿ the patient left hospital on (B)(6) 2022, without sequelae or pain.

Manufacturer narrative:
The hermetic lumbar catheter was not returned for evaluation; therefore, an evaluation of the device could not be performed. Device history record (DHR) review was not possible since the lot number was not reported. No device defect or malfunction was reported, only medical history and symptoms. Also, it was reported that the patient left the hospital without sequelae or pain. Clinical affairs was consulted to evaluate the reported medical information and the following was provided: ¿this not device related; hemorrhagic complications can occur as a consequence of dural puncture when using a large-bore needle (e.g., tuohy needle) when introducing a lumbar csf drainage catheter. The patient also had several risk factors that could have contributed to the event (e.g., medical history, being on nsaids and anticoagulant therapy). As reported in the complaint, it was unable to be determined when the first pain symptoms appeared as the patient had concomitant urinary infection confusion factor of non-specific pain.¿. No further evaluation is necessary since the most probable root cause for the reported condition is unrelated to the device used.